Manufacturer narrative:
The device sample was rec'd by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on 07/11/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the neptune was found by the respiratory technician in which it was overheating with a burning smell. The unit was hot to touch while in service on a patient. No report of a patient/user injury or delay in treatment to the patient.